Event description:
The customer complained that the defibrillator failed to deliver a shock and displayed an "abnormal shock" message. The recorded patient event data stored during the reported event is indicative of a routine equipment test using standard external paddles.